Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during a transforaminal lumbar interbody fusion (tlif) treating spinal stenosis in l4-l5 on (B)(6) 2020, the applicator was stuck in the cage. The surgeon used a metal hammer to tap the applicator against the robust bone. The applicator was removed. The surgery was completed with 30 minutes delay. The patient outcome was unknown. Concomitant devices reported: unknown hammer (part # unknown, lot # unknown, quantity # 1), unknown applicator knob (part# unknown, lot # unknown, quantity # 1), unknown applicator outer shaft (part# unknown, lot # unknown, quantity # 1). This complaint involves two (2) devices. This report is for (1) applicator inner shaft this is report 01 of 02 for (B)(4).